Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect accompanied by acute pain. It was noted that 'it started getting worse last year' and that 'it is located in the patient's low back and hips down to the feet.' It was further reported that the patient 'felt like something was leaking with the device' and that he 'did not feel this was right.' It was also reported that the patient was experiencing a loss of bladder and bowel control 'in the last couple months' prior to the report. The patient reportedly had spinal stenosis and his health care provider (hcp) stated that 'this is what is causing this.' It was also reported that the patient was not able to make adjustments to his device using the patient programmer. It was noted that the patient had lost about 40 pounds in the 6 months prior to the report, which was when the patient programmer reportedly stopped working. It was also noted that the patient is having issues with his recharger. There was reportedly coupling and communication issues and the recharger showed that the device was ¼ full. It was noted that the recharger seemed to be recharging normally and there does not seem to be any issue with the recharger. It was also noted that the patient could not turn on the stimulation and it was thought that the device needed to 'charge up again' before stimulation could be turned back on. Additional information has been requested but was not available as of the date of this report.